Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection noted one used meter bag was received with the tamper evidence seal broken and a non-bd catheter attached to the sample port. Visual evaluation noted no obvious defects. The catheter was removed and the bag was filled with a methylene blue and water solution. The bag was able to be filled easily as intended, with no stops or blockages, and no vacuum was noted in the bag. The vinyl easily expanded when the solution entered the device. Although the product code is unknown, due to the inlet tubing being free of kinks and blockage, the vinyl of the bag not being adhered to itself, and the bags ability to fill as intended, the device met specifications for drain bag products. The product was used for treatment purposes. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through sample evaluation. The product met specifications. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the drain bag product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley that would not drain appropriately. The foley, after manipulation, all of a sudden let loose of 500cc. It was attributed to the vacuum of the bag. Per additional information received from the complainant via email on 07may2020, the device was placed on (B)(6) 2020 and the event occurred on (B)(6) 2020. The user reportedly had to "milk" the tubing, and raise and lower the bag to get the catheter to drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed

Event description:
It was reported that the foley catheter would not drain appropriately and after manipulation, all of a sudden let loose of 500cc. It was attributed to the vacuum of the bag. The user reportedly had to "milk" the tubing, raise and lower the bag to get the catheter to drain.